Event description:
It was reported, the broncho videoscope exhibited incompatible scope error e315. The issue occurred during reprocessing, prior to a therapeutic bronchoscopy procedure. The same device was used to complete the operation and there were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.